Manufacturer narrative:
Thermo fisher scientific's investigation of the patient results, run results, and additional data from the customer, concluded that the false positive results were due to user error. Specifically, the user did not properly centrifuge the qpcr plate according to IFU instructions and provided training materials.

Event description:
University of (B)(6) filed a complaint with thermo fisher scientific concerning 5 false positive patient results obtained after 1 run of the taqpath covid-19 combo kit test. These results were reported to patients and their healthcare providers. The customer retested the patient samples using a different test prior to notifying thermo fisher scientific of the false positive results. Results from the second test showed that the 5 patient samples were negative for sars-cov-2. Thermo fisher scientific's investigation of the patient results, run results, and additional data from the customer, concluded that the false positive results were due to user error. Specifically, the user did not properly centrifuge the qpcr plate according to IFU instructions and provided training materials. The customer reported no patient death or serious injury to thermo fisher scientific.